Event description:
Needle came out of handpiece.

Manufacturer narrative:
A phone number for the facility was retrieved from the internet. A call was made to a doctor's office to inquire about usage, causes, and any pt complication. The doctor's office stated that they had never heard of the product or the company. The sales rep was notified multiple times to retrieve contact info for the doctor. The complaint could not be confirmed. A microtip was received from the decontamination service. The rough edge of the nose cone indicates that it was used on hard tissue. The sales rep emailed a few days after closing the complaint stating that he was in the room with the doctor. He did not observe off-label usage while the doctor was working on a bulky plantar. The doctor has only done 4 procedures. The sales rep states that the doctor refuses to speak with anyone. This complaint cannot be verified and a unit was received with visible proof of off-label usage.